Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a fall the patient's the patient's lead was fractured. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established post operatively.